Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist stated that the user forgot to edit the quantity. Once the quantity was updated, the user was able to successfully dispense the medication. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to issue medication the customer reported that users were unable to remove morphine 20 for pt medications while attempting to issue medication to a patient. There was no delay in patient care. There were no adverse events or injuries reported based on this incident.